Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of not recognizing mdu or handpiece sensor fault was confirmed. Product failed functional testing with a sensor fault in port a only. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that, before an orthopedic procedure, the "dii controller" was not recognizing the handpiece. It is unknown if a back-up device was available or if there was a delay in the surgical procedure. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.